Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cord became detached from tampon [device breakage]. Case narrative: consumer reported via returned patient questionnaire that the tampon cord became detached from tampon. No injury reported.